Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, and a helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of a helix mechanism issue was due to blood clogging the helix at the helix region and an over torqued inner coil at the connector region.

Event description:
During a clinic follow-up, a high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a dislodgement of the rv lead was observed. During the revision procedure, the helix of the rv lead was unable to be extended. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable.